Event description:
It was reported that the patient experienced a recent increase in grand mal seizures. The plan was to ensure that is still working correctly. Attempts for additional information have been unsuccessful to date.

Event description:
Follow-up with the treating physician revealed that the patient's seizures "did not really increase, they were just ongoing partial seizures." The seizures were not related to vns. In fact, the physician reported that they were less frequent than before vns. The patient's vns device was reprogrammed on (B)(6) 2014 which has resulted in somewhat improved partial seizures. There were no causal factors except for progressive brain disease.